Event description:
Follow up information identified the patient underwent surgical intervention where his ipg was replaced with a new one.

Event description:
Follow up information identified the issue is resolved.

Manufacturer narrative:
Recall - 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's ipg is inoperable and unable to communicate with external devices. Surgical intervention may be pending to address the issue.